Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient on became symptomatic hours following the implant procedure with poor blood perfusion of one leg, in which a re-intervention was completed to perform a fem-fem bypass to resolve the poor blood perfusion. Six (6) days post-op, radiology findings showed two iliac limbs had been deployed in the same leg of the aortic body graft. A second re-intervention was performed to place balloon expandable stent(s) to compress the incorrectly placed limb. As of the date of this report, there have been no patient sequelae reported.